Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (s/n (B)(4) displayed tcmid:02 (ce danfoss error) error messages" was confirmed in the system's event log data but was not confirmed during functional testing. No device malfunction was found, and the thermogard console functioned as intended during testing. During visual inspection, there was no physical damage observed on the thermogard console. A review of the system's event log showed multiple tcmid:02 (ce danfoss error) error messages around the customer's reported event date, confirming the reported complaint. The ivtm thermogard console passed functional testing without any fault or error. The reported tcmid:02 error was not replicated. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
The thermogard xp ivtm system (s/n (B)(4) was utilized to provide ivtm treatment for a patient who was resuscitated from cardiac arrest. During the cooling phase, thirty minutes after the initiation of the treatment, the thermogard xp ivtm system displayed tcmid:02 (ce danfoss error). To clear the error message, the customer turned off the console, unplugged it, and replunged the system back to re-start the treatment three times, but the issue persisted. The use of the console was ended and a non-zoll system (blanketrol) was used to promptly continue the temperature management therapy. No consequences or impacts on the patient. Later, the customer turned on the thermogard console again and confirmed that the issue was duplicated.